Event description:
While inserting the guide wire to place the catheter through the left ulnar artery, the physician met resistance and attempted to remove the guide wire. She was unable to dislodge the catheter and guide wire. An x-ray was taken and revealed the wire knotted within the artery. Surgery to do an arterial cutdown and remove the knotted wire was required. All #3 catheters have been pulled from stock and returned to the MFR, as this is the second incident like this. On 6/14/95 clinical engineering evaluated the guide wires and two add'l central venous catheter kits. No objective conclusions could be reached from the evaluation.